Event description:
It was reported that infection had occurred. The device pocket site was opened and irrigated and .approximately four weeks later it was reported that erosion occurred. The lead was removed due to possibility of infection. The patient is noted to have "extremely thin skin." No further patient complications have been reported as a result of this event.

Event description:
It was reported that infection had occurred. The device pocket site was opened and irrigated and approximately four weeks later it was reported that erosion occurred. The lead was removed due to possibility of infection. The patient is noted to have "extremely thin skin". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead, 2012; d314trg implantable cardiac defibrillator, (B)(6) 2012.